Event description:
The customer used the suspect to check their blood glucose. They obtained high results into the 300's mg/dl. Their doctor doubled their meds. After taking in the additional meds they felt hypoglycemic. They went to the hosp and their meter read in the 60's mg/dl. They were given orange juice and cookies, then kept for observation. Controls were not used on the system. The device was replaced and authorized for return to be evaluated.